Event description:
The hospital staff attempted to use the device on battery power to administer a defibrillator shock to a pt diagnosed in cardiac arrest. The device allegedly displayed the message cannot charge each time the operator pressed the charge switch and failed to charge. Use of the device was inhibited. A backup lifepak 12 defibrillator/monitor was made available and used with no problem reported. The pt was resuscitated.